Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: patient with history of recurrent deep vein thrombosis and pulmonary embolus, despite long term anticoagulant therapy had a vena cava filter placed without complication. Approximately two years post filter placement, chest CT showed acute pulmonary embolism and the patient was admitted for anticoagulant therapy. Approximately three years seven months post filter placement, venacavagram showed the filter to be in good position below the level of the renal veins with some of the struts protruding through the wall of the ivc. The filter was left in place as it was patent without evidence of thrombus and in a good position. The current patient and filter status is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Two years post filter deployment, a chest CT showed acute pulmonary embolism. Approximately three years and seven months post filter deployment, an ivc gram showed some of the struts protruding through the wall of the ivc. Therefore, based on the provided medical records, it can be confirmed that the patient experienced pe after filter implantation. However, the origin and the relationship to the filter has not been established in the provided medical records. The investigation can be confirmed for perforation of the ivc wall based on the provided medical records. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - perforation or other acute or chronic damage of the ivc wall procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter strut(s) extended beyond the confines of the ivc wall. Reportedly, the patient experienced recurrent pulmonary embolism. There were no reported attempts to remove the filter. The current patient status was not provided.